Event description:
Customer reported receiving erratic readings on their freestyle insulin blood glucose meter. Customer reported receiving readings of 11.3 mmol/l , 2.4 mmol/l and 1.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by manufacturer of the 30-day follow up #2 report was incorrectly dated as 03-27-2014 correct date is 06-18-2015. Date received by manufacturer has been updated accordingly.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Additional information- (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.